Event description:
It was reported that the customer had a button error alarm and motor error alarm during a bolus. The customer's blood glucose level was 183 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that we will sent replacement due button error and motor error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted however, corroded keypad traces.